Event description:
It was reported that cadd legacy pump displayed discharging batteries too quickly. No patient injury.

Manufacturer narrative:
The device was returned and visual inspection revealed housing intact. The reported event was confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was powered up and alarmed "battery depleted" alarm message. Found motor locks out, not rotating when is primed or started, which caused the issue. Motor will be replaced.